Manufacturer narrative:
Device received with intermittent button response due to partial unlocked j2/lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm or verify rewind anomaly due to buttons not responding. Device received with cracked battery tube threads, cracked reservoir tube lip, cracked case display window corner and cracked belt clip slot. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that act button of the insulin pump was harder to press. Customer stated insulin pump had battery cap striped and crack in corner. Customer stated unexplained no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.